Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter: there is liquid inside the syringe that it should be clear for IV use. During the usage of bd syringe 5cc sku 309649 the end user complain about there is liquid inside the syringe that it should be clear for IV use it has been happened with only one batch. When did the incident occur? During use.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. Two samples and one photo were provided to our quality team for investigation. A visual inspection was performed, and both samples were found to have silicone visible on the stopper; however, neither were found to have stringing or pooling of silicone. The condition observed is acceptable per product specification. Furthermore, a device history record review was completed for provided lot number 3004819. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.